Event description:
It was reported that the patient presented to the clinic following the delivery of an inappropriate shock from the cardiac resynchronization therapy defibrillator (crt-d) while unloading their dishwasher. It was noted there was interference in both the atrial and ventricular channels and pacing inhibition in the ventricular channel was observed. It was suspected there was external interference and the outcome was resolved. The crt-d remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.